Event description:
It was reported that prior to a whipple procedure, the hand activating knob did not function. A new instrument was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.